Manufacturer narrative:
(B) (4). The biomed at the facility stated that he observed the unit failing several times; however, when tested with the physio-control field service representative onsite, the reported intermittent failure was not duplicated. Proper device operation was observed through functional and performance testing. The device will be returned to physio-control in redmond for add'l eval. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently not operate on battery power. It was also indicated that the customer is using 3rd party batteries in their devices. There was no pt use associated with the reported failure.